Event description:
Re: reporting major problems with alcon restor multifocal intraocular lens; required second eye surgery to replace faulty lens. I am notifying you of the wretched experience I had visually and financially as a result of an alcon restor iol that was implanted in my right eye on (B)(6) 2016, by dr. (B)(6) of (B)(6). During the seven weeks before it was replaced a second surgery by dr. (B)(6) of (B)(6). I could not see anything clearly and suffered from debilitating headaches. I had to postpone the scheduled surgery on the second eye because my vision was so bad I could not have done my job nor driven safely with alcon restor iols in both eyes. Based on alcon literature and website. I expected the lens to provide at least 20/40 vision at near, medium and far distance. Instead, I was overwhelmed with lights, reflections and shadows from all directions, could not read any books or computer text (letters in a row of text looked like an undifferentiated bar of black ink), saw blobs of light grey on text, could barely read road signs and suffered from headlight glare worse than with cataracts. Dr. (B)(6) ran several tests and concluded that this was the wrong lens for me. The symptoms persisted despite glasses correction. Dr. (B)(6) replaced the alcon restor iol on (B)(6) 2016. Financially, I have paid for two lenses ((B)(6) for the restor lens and (B)(6) for the replacement toric lens.) Two surgeons, two hospitals and two anesthesia team - all for one eye. My cut-of-pocket costs after insurance coverage total about (B)(6). Recommendations: I strongly recommend: alcon be required to either remove this lens from the market or revise its literature, website and doctor training program to better identify candidates for these lens; when a lens does not perform as described. Alcon should be required to pay all the medical expenses required to rectify the problem. You are welcome to contact dr. (B)(6) for his analysis of the alcon restor lens that caused these problems. Or, you can contact dr. (B)(6) whose records describe the immediate aftermath of the surgery.